Manufacturer narrative:
It was reported that "while infusing fluid, the patient moved arm and the tubing came completely apart into two pieces at the closest y port to the IV". No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tubing came apart at the y port